Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced endophthalmitis after a vitrectomy procedure. The physician indicated a high possibility of aseptic endophthalmitis was suspected, however an infection was obvious. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. With current information received from the facility, it has been determined that our device was not the contributory cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon. The surgeon evaluated the reported device as a single-use product and therefore not the cause of the reported event endophthalmitis. The symptom was mild and the patient was recovering.